Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they experienced high blood glucose. The customer blood glucose level was 400 + mg/dl at the time of incident. The customer stated that the insulin pump had insulin flow block alarm and tubing was bent. The customer did not provide details regarding symptoms of the high blood glucose. The customer was treated with manual injection for high blood glucose. Customer declined troubleshooting. Customer ran the high performance test and it was passed. The insulin pump will not be returned for analysis.